Event description:
The bact 3d instrument is an instrument used with blood culture bottles to detect microbial growth. The customer reported 3 instances where a bact mp bottle was correctly identified by the instrument and reported to the lis system as positive. However, upon unloading the positive bottles, a "negative-to-date" result was sent to the lis and overrode the previous positive result. However, both the bottle sensors and instrument correctly identified the bottles as positive. In addition, users were properly flagged by the instrument that the bottles were positive. No patients were injured. The treatment of pts were not adversely affected by the malfunction.